Manufacturer narrative:
(B)(4). Date sent: 4/19/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a vaginal hysterectomy the scissors broke the tip and it was necessary to replace the material. After replacement the material was discarded. The procedure was delayed 15 minutes. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? Not. Is the white tissue pad damaged? Is the white tissue pad completely missing from the clamp arm? Is the blade damaged? Is the titanium blade tip broke off? I was not present at the time of the defect, I was only reported that the tweezers broke, without further details. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation for the finished device lot number is pending. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.